Manufacturer narrative:
Results: device used post expiry date. Device or procedural images were not returned for review. Conclusions: device used post expiry date. Device performed as intended. Device used post expiry date. (B)(4).

Event description:
It was reported that a resolute integrity stent was implanted on (B)(6) 2014, however had expired on (B)(6) 2014 approximately 9 days post the labeled expiry date. There were no performance issues noted during the implant procedure. There were no patient symptoms or complications associated with the event and no patient injury occurred.